Event description:
It was reported that during an acl reconstruction procedure, the surgeon had difficulty pulling the unit through the femur of the pt. The position of the unit was viewed using the camera and was central in the femoral tunnel. The flex-wire was then pulled through the femur. The graft was pulled up into the tunnel and the wire ran freely through the graft. The unit was attached to the wire and the surgeon attempted to pull the unit through. However, it stopped and could not be pulled through the medial cortex of the femur, even after repeated attempts. The graft was then removed from the femur tunnel and the femoral u guide placed again. The transverse pin was drilled across the femur again and the process repeated as per the surgical technique guide. Again, the unit could not pulled across fully. The surgeon was sure that the unit was clear of the graft and attempted to drive the cross-screw over the unit. Following this, the unit could not be removed through the screw and the screw had to be removed. The tip of the cross-screw was noticeably damaged. As both flex wires supplied in the kit had been damaged in the process of these attempts, an arthrex guide was used to place an arthrex wire and a new cross-screw was successfully placed in the femur over the arthrex wire. It was further reported that a delay of 30 minutes occurred as a result of the difficulties with the unit.

Manufacturer narrative:
Additional info will be provided once the investigation is completed.